Event description:
Tech found a bed with the note 'broken'.

Manufacturer narrative:
Technician found the head section wouldn't go up because of contamination in hydraulic fluid. He replaced head up valve to resolve. No injury reported.